Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient faced an leakage event from infusion site within 3 days of insertion. Insertion site is abdomen. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6004574 in question was manufactured at reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of ref. Samples buid-umd version 11 for the code leakage from infusion site (specific cause not identified). Complaint investigations: the following test was performed: visual test according to work instruction version 30 on reference samples, 10 samples out 10 samples passed the test. Visual test according to work instruction version 8 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 10 on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to work instruction version 7 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6004574 was manufactured according to the document (B)(4) version 44 on the multivac 7, on 05/dec/2023, with a total of (B)(4) units. -review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in tw against malfunction code leakage from infusion site (specific cause not identified) and lot 6004574 and no other one complaint has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.